Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 51 mg/dl. The customer reported that the crack on the backside and piece was missing from behind the battery part of her insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained address/serial number label.